Event description:
Clinical study - same case as 600009.-2005-00313. 91 days after a coronary artery drug eluting stenting procedure the patient experienced a stent thrombosis and had a reintervention. The lesion being treated was a 3.0mm 60% stenosed proximal right coronary artery, (prox rca). The lesion was not predilated. The physician then placed a taxus express2 8.8% 3.0x20 drug eluting stent in the prox rca. The next lesion treated was a 2.5mm 90% stenosed right posterior descending artery (r-pda). The lesion was not predilated. The physician then placed a taxus express2 8.8% 2.5x12mm drug eluting stent in the r-pda. The patient was discharged in the next day on plavix and aspirin. In 02/2005 the patient underwent a a thrombectomy of the r-pda. The patient was discharged in 2 days later. In the opinion of the physician the relationship to the taxus stent is "unknown ". There was no restenosis.